Manufacturer narrative:
Pc (B)(4). Device not returned a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the issue (breakage suture) occurred pre-op or intra-op? ==>intra-op could you please confirm how many devices present the issue (suture breakage)? ==>3pc the following information was requested but unavailable: what was the initial procedure? What is the event day and procedure date? Note: events reported via mw # 2210968-2020-09539, 2210968-2020-09538, 2210968-2020-10325 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture broke. There were no adverse patient consequences reported. Additional information has been requested.